Manufacturer narrative:
(B)(4). Additional skin reactions reported under 3004753838-2018-11642, 3004753838-2018-11643, and 3004753838-2018-11800. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2018 that the patient experienced multiple skin reactions over the course of multiple years. The patient¿s mother stated that on approximately (B)(6) 2014, (B)(6) 2015, (B)(6) 2018, and (B)(6) 2018, the patient experienced swelling and bumps at the perimeter of sensor adhesive. When the sensor was removed, localized dry skin, redness, blisters, seeping fluid, and blood were seen around the edges of the affected area. In 2014, the patient consulted with ostomy wound specialist to get help with barriers and creams for the reaction, and was tested for auto antibodies. To prepare the insertion site, the patient used cavilon cream, tegaderm hp, qvar 40 oral inhaler on the skin and jj hydrocolloid barrier. The reaction was treated with a 2% steroid cream and vaseline, and the patient also took claritin. All medications were previously prescribed or offered as suggestions by multiple physicians between (B)(6) 2014 and (B)(6) 2015 for patient¿s allergic reaction to sensor adhesive. Exact dates of medical intervention are unknown. No additional event or patient information is available.